Event description:
Suspected false positive sars result for 1 asymptomatic consumer. A family member communicated that the consumer continued to test positive with quickvue otc after a recent sars infection and had begun to test negative with alternate unspecified test methods. 7 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.